Event description:
It was reported that on unknown date, patient underwent a procedure. It was noted the tip of a t-handle cap broke off in a patient during surgery. There was no surgical delay noted. It is unknown if the procedure was successfully completed. Patient status is unknown. This complaint involves one (1) device. This report is for (1) cann tap f/6.5mm & 7.3mm cann screws 275mm/200mm tap depth. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/ investigation. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.